Manufacturer narrative:
The workstation was inspected by a dräger service engineer on-site. The occurrence of the reported ventilator failure can be confirmed - the supervisor function of the device has forced a shutdown of automatic ventilation during the concerned procedure due to an impaired motor position detection system. This is embedded in the workstation's safety concept to protect the patient from potentially hazardous output. Upon opening the ventilator unit, the engineer found black dust particles the compartment - these particles have obviously contaminated the encoder disc and impaired the optical position detection via the lightbarrier system. The origin of the dust particles is likely to be attributed to abrasion from the piston diaphragm - the diaphragm may have become dislodged a while ago, obviously, which has then led to increased abrasion of the rubber material during up and down movement of the ventilator piston. This is rated an isolated case. The entire ventilator unit was replaced, and the workstation could be returned to use.

Event description:
It was reported to dräger that the anesthesia workstation suddenly posted an alarm during use and shut-down automatic ventilation. The device has been replaced; no health consequences for the patient have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.